Event description:
On (B)(6) 2012, medwatch uf/importer report (B)(4) was received: event desc: during robotic case a small piece of foreign body was found loose in cavity. It was deemed to be a piece of the spatula that was being used at the time. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The harmonic ace insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.